Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 28july2020.

Event description:
The customer reported that the unit powers on, but nothing is on display. The customer reported that the unit was not in use on the patient. Email sent wednesday, (B)(6) 2020, 2:56 pm to (B)(6) requesting repair and contextual information. The customer contacted product support and was advised to try to power on with just alternating current (ac) with no battery plugged in. Also advised is if he has a spare unit to swap out the power management (pm) board to help troubleshoot or the user interface (ui) assembly from another unit. Provided customer part ID for (pm) board and (ui) assembly.

Manufacturer narrative:
G4: 06aug2020. B4: 09oct2020. The biomed found the external cable assembly, his/emr null modem used for crossing over data, was shorting out the board, causing the display to be blank. The external cable assembly, his/emr null modem was replaced, and the problem was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.